Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec via email: "it was on a patient and patient was unable to maintain oxygen saturations. Patient was switched to an external source of oxygen and was able to maintain oxygen saturations. I had tried it again on the patient for verification and the same outcome had occurred." There was patient involvement associated with the reported event. Ventec followed up with the initial reporter and was advised that the patient's oxygen saturation had dropped to 86% prior to staff intervening with the external oxygen. The patient survived the reported event and there were no reports of patient harm as a result of the reported issue, however, the situation required medical intervention in order to prevent permanent impairment/damage to the patient.